Event description:
Information received from the field does not address the patient's clinical status but notes no stimulation and >2000 ohms impedance. The sensing function was "o.k.".

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received